Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s: caller is a nurse who wants to report occlusions with the powerpicc solo PICC lines at the facility. She works for a md who orders PICC insertion for antibiotics and they are noticing that the piccs are occluding or having to be replaced due to occlusion. The occlusions are shortly after insertion. She is trying to determine the cause. In some cases cathflo opens the line. Ms&s response: discussed causes of PICC occlusion and contributing factors such as improper tip placement, inadequate flushing volume or technique (hanging a 100 mls fluid bag instead of use of a syringe), needleless connectors that cause reflux, fibrin formation around the tip of the catheter and patient factors such as hypercoagulable states. Asked the nurse to find out the name of the needleless connector the ltc facility uses. She emailed back a label and it is the b braun luer dead end cap. Called and left a vm that this cap may be contributing to the occlusion issue. Explained that the nurses would have to remove the cap with each infusion and replace it with a new cap after each infusion. This constant manipulation increases the risk of infection. Emailed the powerpicc solo clinician faq, which states to use a positive or neutral needleless connector.